Event description:
It was reported that this pacemaker exhibited farfield oversensing on the right atrial (ra) channel. During an in-clinic visit, a stored atrial tachy response (atr) mode switch was noted. Technical services (ts) provided reprogramming settings for blanking time and sensitivity. No adverse patient effects were reported. This pacemaker remains in service.